Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found a potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.